Event description:
It was reported that there was blood expelled from the amg oxygenator gas exhaust when sighing. This was initially blood tinged water, however over two days then evolved to red blood when sighing the oxygenator. The extracorporeal membrane oxygenation (ECMO) circuit was then exchanged. The troubleshooting that was performed was heater/cooler (htp 1500) was checked for blood. There was no visible blood. When water lines were removed the water ran clear. The pre and post oxy gases were within normal limits. Since the patient was unstable the changeout was deferred after weigh risks and benefits. There were no circuit configurations or cut-ins. Anticoagulation was being used. Activated clotting time (act) was 147. The sweep gas was 4 lpm @100%. The change in pressure was 50mmhg. There were no medications through the oxygenator.

Manufacturer narrative:
Section a - all the known patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.